Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular lead exhibited noise. Programming adjustments were discussed; however no interventions were reported. The patient was stable.